Event description:
The dealer stated the unit is alarming with red light. The dealer provided no additional information. We do not have patient or usage details. No injury or property damage was reported.